Event description:
The pt called alleging that they does not see the 888 or the code # when the meter is powered on. The pt also reported blood glucose results of 11mmol/l and a 7.4 mmol/l with a lifescan meter, performed within 10 minutes of each other. The test strips were in good condition and not expired. The control solution that the pt had been using was expired. Based on the information provided, this case is being reported as a malfunction, since the pt does not see the 888 or the code 3 on the meter.